Event description:
It was reported to baxter (B)(4) that one infusor seven day device leaked after filling. According to the report, the device was filled with 92.4ml of 5-fluoruoracil (concentration 22.73mg/ml). The device was in a plastic bag when the leak was observed and the location of the leak is unknown. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).the sample was not returned to baxter for evaluation. Therefore, the reported condition of leak could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and revealed that the product met all acceptance criteria for release.